Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that unit received for won't turn on. Replaced the motor control board which caused the fuse to open. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from 09/19/2019 to 10/28/2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the motor control board.

Event description:
It was reported that the device would not turn on. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. No patient involvement was noted.